Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro physician dissected the (gsv) greater saphenous vein. When hospital went to activate the hemopro to ligate the branches it would not work. They checked the connections without any problems. A new device was opened and initially it started to work and then stopped but then started back up again and hospital could finish the case. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Exp date & lot # 25138860. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood and charred tissue was observed on the proximal part of the hot jaw. The heater wire was observed to be slightly flexed away from the hot jaw, but remained attached at the base and tip of the hot jaw. The silicon insulation was observed to be intact, with no visual defects observed. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test, it was activated when the power was switched on, and the toggle switch was activated. Visible steam was noticed. Based on the results of the evaluation, the reported failure mode ¿failure to deliver energy¿ was not confirmed but the analyzed failure ¿material twisted/bent; wire¿ was confirmed. A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro physician dissected the (gsv) greater saphenous vein. When hospital went to activate the hemopro to ligate the branches it would not work. They checked the connections without any problems. A new device was opened and initially it started to work and then stopped but then started back up again and hospital could finish the case. The hospital did not report any patient effects.